Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 3.4, lab: 12.4. A few minutes in between meter and lab testing. Patient was hospitalized based on the lab inr value of 12.4. Therapeutic range: 2-3.